Manufacturer narrative:
This information is provided in response to your request dated (B)(4) 2014 for additional information. Our original medwatch report was submitted missing the description of the problem or event. The problem is described as follows: the call originated in germany. The insulin pump alarmed motor error during the bolus/basal delivery. The motor error occured five times within thirty days. Advised the customer to disconnect from the insulin pump. Customer will return the insulin pump for analysis. Nothing further reported.

Event description:
The call originated in (B)(6). The insulin pump alarmed motor error during the bolus/basal delivery. The motor error occurred five times within thirty days. Advised the customer to disconnect from the insulin pump. Customer will return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing however, the device was stuck in motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had in intermittent failure that was not detected during our testing. Alarm history was erased. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.